Manufacturer narrative:
(B)(4).

Event description:
During follow up, the ICD was found to be at eri prematurely. The device will be explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The device was received for investigation and the reported event of longevity anomaly was confirmed. The device functionality and diagnostic data stored in the device memory were evaluated and no anomaly was detected at that time. The session records were reviewed and a longevity anomaly was confirmed. However, the root cause for the issue was unable to be determined. The device battery was returned to the supplier for additional testing and no cause of depletion was detected.